Event description:
The initial complaint was reported that the device had a proximal sensor failure issue. The investigation was completed on 11/6/2023 where it found melted rubber bumpers on the mech chassis causing excessive contamination which then became a reportable event. Please see h10 for further investigation findings there was no patient involvement

Manufacturer narrative:
On 11/06/2023 confirmed customer¿s complaint that the device alarms with e432 proximal occlusion error alarm. Device failed self-test with error code e432. Replaced the driver board pwa, app pwa and pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Device passed self-test with no error alarms. Device no longer alarms with e432. Probable cause is the mechanism bumper has melted causing contamination on the driver board pwa, app pwa, and pressure detector sensor. Probable cause for e432 is contamination from the rubber bumper melting into the mechanism. During inspection found contamination on the mechanism chassis, p/s valve spring support. Primary valve rocker, secondary valve rocker, inlet valve rocker, and outlet valve rocker. Verified discrepancies through visual inspection. Replaced the mechanism chassis, p/s valve spring support, primary valve rocker, secondary valve rocker, inlet valve rocker, and outlet valve rocker. Probable cause is contamination from melted rubber bumpers. During inspection found the main chassis, front enclosure, peripheral cover, fluid shield, cassette door, pole clamp metal base, and keypad assembly to be damaged. Verified discrepancies through visual inspection. Replaced the main chassis, front enclosure, peripheral cover, fluid shield, cassette door, pole clamp metal base, and keypad assemblies. Probable cause is physical damage consistent with normal wear and tear.